Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed, the device had a broken/missing/damage with charred marks on the red filters and the small portion of the cutting wire that is still intact. The blue sheath portion on the device had a bend. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had an electrode loop break during a transurethral resection of the prostate. This procedure was completed with a similar device. There were no reports of patient harm.